Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 manifold was leaking. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the o2 manifold was leaking. The customer stated during setup the unit had an o2 leak at the back of the unit and found the external o2 manifold leaking. The customer requested the part number for the o2 transport kit. The remote service engineer (rse) provided the customer with the part number of the o2 transport kit. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 27aug2024, 03sep2024, and 10sep2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.